Event description:
It was reported to boston scientific corporation in 2008, that a low profile gastrostomy device was used in a peg procedure in the same month, (adult patient; gender, age, and weight are unknown). According to the complainant, "the device was found to be outside the body 11 days after placement. The balloon was deflated and when water was injected again, it was still unable to inflate the balloon." Reportedly, the procedure was completed with a second low profile gastrostomy device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.